Event description:
A falsely elevated troponin I result of 8.01 ng/ml was obtained. The result was reported to the physician. A second sample was run on the same instrument and a result of 0.04 ng/ml was obtained. The lab repeated the original sample on the same instrument and a result of 0.02 ng/ml was obtained. Although patient was admitted to the intensive care unit, treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was problems with the hm wash pumps.